Event description:
A surgeon reported noting a white substance on the edges and down the middle of an intraocular lens (iol). He reported the lens was explanted and replaced. Additional info was received from the surgical coordinator who indicated that the white substance may have been from the viscoelastic used during the procedure. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product was not returned and not enough info was provided from the account to properly complete an investigation. Additional info was requested on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).